Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that a honeycomb was found to be broken. It is unknown when this malfunction occurred and if there was a delay or a back up device. No other complications were reported at this time.

Manufacturer narrative:
The device, intended for use in treatment was returned for evaluation: a visual inspection was performed and confirmed the metal trimming around the honeycomb appears to be chipped off and the other piece was not returned with the product. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident .a complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.